Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. Unit received with cracked battery tube threads. Unit received with scratched lcd window. Unit received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was not reported. Insulin pump would need to be replaced.